Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation, however a retained sample was visually inspected and gravity tested. There were no problems noted during the visual inspection and fluid flowed correctly through the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked. This occurred during infusion of chemotherapy solution. The device had a polyfix attached to it that had become loose. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.